Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred "before 9am" on (B)(6) 2016. At this time the patient obtained a blood glucose result of "20mg/dl" with the subject meter and a reading of "83mg/dl" on a "rely meter" within 30 minutes of one another. The patient manages their diabetes with a combination of metformin and glimepiride (unspecified dosages), and in response to the alleged inaccuracy the patient stated that they took an additional "4 metformin." At 30 minutes later, the patient developed the symptoms of "sweaty, achy and dizzy", but denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. The patient&#62688;products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was submitted and also to include information not submitted within the previous supplemental. The meter was the product that was returned and tested. The meter passed testing and the reported issue could not be confirmed however a secondary issue was noted where the meter provided results that were above range. Eval code - method 4: 11 should have been included. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since (B)(6) 2020, to agree upon remediation of the on-hold issue. On (B)(6) 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in (B)(6) 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.